Event description:
Pt was being treated surgically for stress urinary incontinence. A mentor transobturator tape was placed. Eleven months later, the chronically infected mentor tape sling with chronic sinus tract was removed. Also at that time prolapse surgery was accomplished.